Manufacturer narrative:
During internal review of the final investigation result, it was re-evaluated that the event is reportable. The log file of the affected device and the flow sensor cable were provided for the investigation. An analysis of the cable showed that the internal electrical resistances of the cable were not stable during movement. This electrical contact problem can result in a fluctuating tidal volume. Analysis of the log file shows that volume-related alarms such as ¿mv high¿ and ¿vt high¿ were generated on the reported date during the event. Additionally, during the reported test run performed by the hospital technical department the device alarmed for "flow measurement inaccurate". ¿mv delay¿ (duration of alarm suppression for mv high) was set to 16 seconds (from the factory default of 0 seconds) on march 4th and was not changed until the reported date of event. The mv high alarm limit was set to the very high value of 19,6 l/min on the date of event. This alarm limit was adjusted even higher to 28,8 l/min during the reported test run. This set delay in volume alarming in combination with the high alarm limit value could explain why the user did see a high expiratory volume without the device alarming immediately. In the case of a fluctuating tidal volume the device generates a visual and audible alarm when exceeding the set alarm limits for flow and pressure. In addition, the device alarms "flow measurement inaccurate" to alert the user to the problem. According to the instructions for use, the user is also advised to consider patient's ventilation with an alternate ventilation device (e.g. Ambu breathing-bag or replacement device) as immediately necessary in the event of a malfunction. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
The user reported the following information within the ufr: "ventilator displayed expiratory volume double as much as inspiratory volume. In reality, there was not so much gas flow in expiratory. Device delivered to hospitals technical department. 29.3. Test run device with new flow sensor, several hours, monitoring the situation. After about 2 hours test run, expiratory volume increased double, but device did not alarmed any error. Device started again, and let go to malfunction again, and ensured that device recognized malfunction: device gave alarm for flow metering. Device warranty is on, so user contacted to (B)(4). 5.4. Department informed that they will do complaint on (B)(6) 2018. Device tested with new flow sensor, but it did not solved the problem. No injuries to persons."